Event description:
It was reported that there were many scratches on the display of the insulin pump and the slot for a belt clip was broken. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with minor scratches on lcd window, cracked case at display window corner and cracked reservoir tube lip. Insulin pump was received without the belt clip and no physical damage to belt clip slot noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.